Event description:
It was reported that the colonovideoscope was incorrectly reprocessed during reprocessing. While performing the manual brushing/flushing step, the technician used an impregnated sponge and the correct dilution/contact time was uncertain. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, e2, e3, g2, correction to g3 of the initial medwatch. The aware date should be 07/16/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. However, a definite root cause that led to the malfunction could not be identified. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: staff were using a handheld olympus leak test and not performing proper manual brushing/flushing step. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Proper reprocessing methods on the event are written in the following item of IFU (instruction for use). Reprocessing manual_ reprocessing the endo scope (and related reprocessing accessories) _manually cleaning the endoscope and accessories -clean the external surfaces. -brush the channels . Olympus will continue to monitor field performance for this device.